Event description:
Report received of an over-delivery due to user error in programming. The pump was programmed in the continuous only mode to deliver morphine with a concentration of 0.2 ml, instead of the intended 1mg/ml, with a continuous rate of 2.0mg/ml, and no 4-hour dose limit. The customer reported that the device was initiated at "approximately" 1200pm. At 347pm, the pump alarmed for an empty syringe. It was at the time that the pt was found unresponsive, and the syringe was noted to be empty. The pt reportedly had a dnr status, and the family did not want any medical interventions performed. The pt was given 0.4mg of narcan at 515pm, and was reportedly responsive and pain free after the administration of narcan. The customer reported that the pt died "later that night of next morning" the death was expected, and the physician "felt strongly that the death was due to the disease state". There will no autopsy. Though requested, no further info was received.